Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that 2 unspecified bd needles broke during use. The following was reported by the initial reporter: "it was reported that the needle broke with trying to fill reservoir. Event description per attached email states: "caller reported that needle broke as customer was trying to fill his reservoir. Number of occurrences: 2 times. Did the caller insert the needle into the cartridge and encounter fill resistance? - no product with issue: bd 3ml syringe, pn 309657. Product lot #: unavailable, customer discarded package and did not record lot number. Did issue cause any injury? No. Did customer require medical intervention? No. Is product available for return to bd? Yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Resolution: caller successfully filled a cartridge with insulin. Cts to replace two needles and cartridge to maintain customer satisfaction. No further tandem follow up is required.""